Event description:
Two pt samples with discrepant results. Pt 1, initial creatinine result 2.5 mg/dl, same sample repeated on different instrument gave result of 0.9 mg/dl. Pt 2, initial phosphorus result of 11.0 mg/dl. Same sample repeated on same instrument gave result of 4.6 mg/dl. Same sample repeated on different instrument gave result of 4.7 mg/dl. Initial results were not reported. The field service rep determined there was a problem with the reagent probe alignment. The instrument was repaired.